Event description:
Product pouch label indicated incorrect sterilization method as gamma irradiation; correct sterilization method for product in question is ethylene oxide. Product was correctly sterilized by eto but the label was incorrect.

Manufacturer narrative:
Incorrect label was discovered less than one month after manufacturer; affected product posed no safety risk as it was correctly sterilized. Product has been re-labeled with eto as the correct method of sterilization.